Event description:
The customer reported that the ventilator failed backup battery testing. The cusotmer reported the ventilator was not in use therefore there was no patient involvement or harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. The biomedical engineer reported a replacement backup battery was needed. Pse provided the biomedical engineer with information for battery replacement. Power failure due to loss of battery power may result in shutdown of device during normal ventilation operation. Proper care, maintenance and testing should be performed when using battery power sources.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service.